Event description:
Primary surgery on (B)(6) 2023 after a tonic clonic seizure with posterior luxations on both the left and right shoulder on (B)(6) 2023. Bone grafts used. Revision surgery performed on (B)(6) 2024 after recurrent shoulder luxations on the right side and glenoid baseplate loosening. Change of baseplate, screws, glenosphere and liner.

Manufacturer narrative:
Batch review performed on 7 june 2024 lot 2205361: (B)(4) items manufactured and released on 24-oct-2022. Expiration date: 2027-oct-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department revision 1 year and 2 months after primary rsa, due to recurrent luxation and glenoid baseplate loosening. A bone graft was used and it may be possible that the graft was not osteointegrated and caused the loosening. There is no reason to suspect a malfunctioning device. Additional involved implants batch review performed on 7 june 2024 on reverse shoulder system 04.01.0169 glenosphere - ø36x24.5 (k170452) lot. 2201462 lot 2201462: (B)(4) items manufactured and released on 25-may-2022. Expiration date: 2027-may-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event during the period of review. Batch review performed on 7 june 2024 on reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot. 2215133 lot 2215133: (B)(4) items manufactured and released on 18-oct-2022. Expiration date: 2027-oct-02. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.